Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an open repair of a left indirect inguinal hernia on (B)(6) 2008. Post-operatively, the pt reported on the 2-year follow-up that the hernia recurred two months following the initial repair. The pt was seen on an unk date and a recurrent hernia on the left side was confirmed. The date of surgical intervention is pending as the pt does not want to be operated on at this time.